Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that theirs system was removed during their second ostomy surgery because it was close to the skin and the patient told the surgeon that it was okay to remove. They did not know if the surgeon removed the wire. There was something wrong on the device showed on their skin and that is why they had it removed. No further device issue alleged / identified. No further patient symptoms or complications were reported.